Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, there was an intermittent picture and a possible short with the connector going into the monitor. A bulge in the cable near the connector was noted. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
D10, g4, g7, h2, h3, h6, h10. The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and could not reproduce the fault; no issue was found. The unit functioned as intended. The device was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.